Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the patient charging too often was not determined. The patient was instructed to try and charge up to 100% to see if the recharge interval became better but the issue had not been resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient is charging too often. Patient charging daily which this is different than before which was weekly. Patient has not recently been reprogrammed or switched to a new group. Patient has not recently needed to increase parameters . It is unknown if patient had previous over discharge. No trauma/ fall reported that could be related to the issue. Impedances were checked and electrode impedance are normal. Patient settings and recharging interval calculations. 2.4 v, 90us, 1000 hz, 359ohms 2477 usage. 4.91 days to 5.89 days recharge interval recharge interval. Patient did not bring recharger to get stats. Clinician programmer stated average coupling is 8, 1.1 days for 8 hours. Manufacturing representative (rep) stated there was one day when charged for 3.2 hours and got it to 100%. On the 17th he only charged .7 and got to 25%. It's reviewed if patient still having issues to bring the recharger to the next appointment to obtain recharging stats. No patient symptoms or complications were reported in this event.